Event description:
The pt presented to the emergency room after receiving a shock from the device. Upon interrogation, the daignostics reported a high voltage pacing lead impedance, low r-wave amplitude and noise on the stored egm. Based on test results, the decision was made to explant the device.